Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the attempted right ventricular (rv) lead exhibited failure to capture despite multiple placements. Variable and high impedance was also observed as well as an inability to sense r-waves at any location. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.